Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been over 8 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction. A) the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage between upward/downward angulation control knob and scope body and from suction cover. B) leakage occurred between upward/downward angulation control knob and scope body and from scope cover. This issue is addressed in the instructions for use (IFU): the instruction manual gif-h185 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif-h185 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. The device evaluation found: due to a crack on scope body, water tightness was lost, due to damage on upward/downward knob, water tightness was lost, due to wear of scope cover packing, water tightness was lost, due to deformation of angle shaft, upward/downward knob did not move smoothly, air water-cylinder had no color, plug unit had a scratch, plastic distal end cover had a burn, adhesive on bending section cover had a crack and adhesive was discolored, and connecting tube had buckling. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the device did not insufflate and when the pipe cleaner passed through the air-water channel, it clicks halfway while using the evis exera iii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air water tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.